Event description:
Philips received a complaint on the mrx device indicating that the device failed the pacer test. The customer was informed that the mrx model has reached end of life/support status. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time.